Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the foley catheter was leaking. Aspiration port had come apart from tubing. No patient harm was reported.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one (1) used cut portion temp sensing foley catheter with sample port connector without original packaging. Visual inspection noted the stem housing and blue stem luer were not present, and the housing seemed broken. This does not meet specification per inspection procedure which states that "missing, damaged, leaking, ripped, cracked and incomplete components are not permitted". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: ¿bardex® i.c anti-infective foley catheter with bard® hydrogel and bacti-guard® silver alloy coating infection control foley catheter series 400 with temperature sensor caution: this product contains natural rubber latex that can cause allergic reactions. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may represent a potential biohazard. Please handle and dispose of it accordingly with applicable local, state and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by to or on the order of a physician. Caution: do not aspirate urine through the wall of the drain funnel. Sterile unless the package is opened or damaged. For single patient use only. Do not reuse. Do not resterilize. For urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer-slip syringe, do not use needle. Catheters should be replaced in accordance with the cdc's "guideline for the prevention of of catheter-associated urinary tract infection." At onset or early signs from a urinary tract infection, catheter fouling, or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a luer-slip tip syringe into the catheter valve. Never use more force than is necessary to make the syringe "stick" in the valve. Allow the pressure inside the balloon to force the plunger back and fill the syringe. With water. If you notice that deflation is slow or does not deflate, carefully reseat the syringe. Use only a gentle suction to stimulate deflation if necessary. Vigorous aspiration it can collapse the inflation lumen, preventing the balloon from deflating. If the protocol allows from the hospital, the valve arm may if this fails, contact a professional properly trained to obtain help, as directed by hospital protocol. Should balloon ruptures, care must be taken to ensure that the removed all the balloon fragments from the patient. Visually inspect product for surface blemishes or deterioration before using it. Note: compatible with appropriate temperature monitors from the 400 series. Interchangeability + 0.2 degree celsius at 37 degree celsius. As with all temperature probes, in the presence of sources of radio frequency energy, local heating, errors may occur of temperature and damage to the probe. In medical use, unplug the catheter temperature sensor on the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch the catheter, as this will cause the probe repositioning. Do not use the stylet, as this will cause the catheter to stretch recommended inflation capacities 5cc balloon: use 10cc of sterile water do not exceed recommended capacities.¿ correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking. Aspiration port had come apart from tubing. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on the catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to brust. Warning: after use, this product may be potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do no resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was leaking. Aspiration port had come apart from tubing. No patient harm was reported.